Manufacturer narrative:
(B)(4). Info anticipated, but unavailable at this time.

Event description:
It was reported that during a breast biopsy procedure, the cables were split down to the internal cable. It was reported that multiple error codes occurred during the breast biopsy. There have been no pt consequences reported.